Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that lens was explanted because the lens was uneven. Additional information was received where customer stated that the lens remains implanted, there was no issue with the lens and there was no explant performed. Further information reports that the lens was returned for investigation. It was reported that monofocal intraocular lens (model aab00 +22.0 diopter) was explanted from patient's left eye because of patient experiencing anisometropia. Lens with model aab00 +19.0 diopter was used as replacement for the patient. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 6/25/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eyes shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.